Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen flickered and had a temporarily blackout when connected to the videoscope. The issue occurred during a diagnostic gynecological procedure. There were no reports of patient harm. The procedure was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Added h4 (device manufacturer date). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is thought that the event occurred due to a fault in the unit that was communicating with the ltf-s300-10-3d (3d deflectable videoscope), as it only occurred when used in combination with the ltf-s300-10-3d. The cause of the fault could not be identified. An additional event, e226 (scope communication error) error code, is presumed to have occurred due to a fault in the unit that was communicating with the ltf-s300-10-3d, as it only occurred in combination with the ltf-s300-10-3d. The cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.